Event description:
It was reported that the tubing of two (2) micro-volume inlets were disconnected from the spike. It was further reported that an unspecified infusion bag was spiked while the other end was connected to an em2400 pump. This issue occurred after priming the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 13, 2021- october 14, 2021. H10: two (2) devices were received for evaluation. Unaided eye visual inspection was performed and the inlet spike was received detached from the inlet tubing for both samples. Functional testing was not performed for this complaint due to the condition of the samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.